Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 320 mg/dl. Customer reported the device was possible exposed to moisture as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported his blood glucose is due to him not having his insulin for two or three hours since he was at the pool. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.